Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reports that they ran a sample tube with barcode (B)(4) in the cd ruby (s/n: (B)(4)) using autoloader close mode. The system read the barcode and displayed incorrectly as (B)(4). The customer repeated this sample tube in the second cd ruby next to it (s/n: (B)(4)), and this system read it correctly as (B)(4). When the sample was repeated again in cd ruby 2, the barcode read was correct. Also noted test results: cd ruby 2: rbc=2.54 m/ul, hgb=8.65 g/dl, hct=25.5%. Cd ruby 1: rbc=2.55 m/ul, hgb=7.70 g/dl, hct=25.4%. There was no report of adverse impact to patient management related to this issue.

Manufacturer narrative:
(B)(4). Investigation summary: the specimen ID misread the barcode in closed mode with the cell-dyn ruby analyzer. The issue was resolved when repeated. The issue occurred once. The customer performed barcode diagnostic check on the cell-dyn ruby instrument (s/n (B)(4)); the barcode read rate was good and reading was correct. The customer reran the same sample tube and also a different sample tube five (5) times each and all were read correctly. The actual barcode label was not returned for investigation; only a copy of the barcode label with an incomplete quiet zone was submitted for investigation. A review of the cell-dyn ruby system operator's manual, list number 08h56-03, revision d, under section 4, performance characteristics and specifications, page 4-10, indicates: caution: to prevent potential bar code reading errors or a sample identification that can be mistaken for another sample ID: use the bar code symbology code 128 specified by (B)(6). Verify that laboratory generated bar code labels and label placement follow the specifications listed in this section. Good laboratory practice mandates that each specimen is labeled with information traceable to one patient only. Therefore, it is recommended that only one bar code label is used on each tube for correct specimen identification. A non-statistical trend (nst) review was performed and no nst was identified. Based on this investigation, the cell-dyn ruby instrument was performing as designed. A product deficiency related to the complaint issue was not identified. No conclusion could be drawn as to the cause of the issue. This is the final report.